Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and responded an email on 12-apr-2024. There are no delays in the procedure, but we were unable to obtain information on whether the procedure was completed. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Camera defect. The image constantly disappears when moving the endoscope. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report, h2:if follow-up, what type?, h3:device evaluated by manufacture, h6:coding changed based on the investigation result. Additional information: d4:unique identifier (UDI), h4:device manufacture date. Evaluation summary: based on the investigation, a potential root cause of this failure is lack of physical durability of the ccd module (ccd cable) against repeated angulation, flexible tube bending, forceps insertion, umbilical cord bending, and connector rotation stress. The video image failure would be observed because the ccd cable would be damaged by repeated physical stress. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 05-oct-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 05-oct-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.